Event description:
Consumer called to report bgm, not reading accurately. Readings were compared to lab tests and were much higher. Analysis run on consensus error grid (ceg) using lab reading (64) as reference point vs. Bd readings (113) yielded data points in the c range of the grid, outside of acceptable limits.